Event description:
It was reported that balloon ruptured occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and another 3.25mm x 12mm nc emerge balloon catheter was advanced, but the balloon also ruptured during inflation. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and patient condition was good post-procedure.